Event description:
The surgeons were performing a whipple procedure. The attending fired the stapler, and the resident was stabilizing the device. The linear cutter delivers two double-staggered rows of staples while simultaneously dividing the tissue between the rows. There's a cutting blade that travels between the two rows of staples. The resident said he had his thumb in a divot in the shaft, and as the device was fired, the blade cut his thumb.